Event description:
It was reported via mw5107702 that a female patient underwent a breast surgery with two unspecified mentor gel implants and experienced generalized illness symptoms including laryngospasms, pain, anxiety, and hair loss post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2022, mentor received the following updated information: patient identifier, age, date of birth, ethnicity. Updated date of implant and date of event. The previously unspecified devices were confirmed to be 550cc mentor memorygel breast implant, catalog# 3505504bc. Serial numbers for both devices were provided. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).